Event description:
In 2007, the patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high readings and the one touch ultra test strip vial is damaged. On approx two months earlier, the patient obtained an allegedly inaccurate high blood glucose reading of "181 mg/dl." The patient increased her insulin to 63 units of novolin 70/30 based to the elevated reading. At an unspecified time later, the patient passed out. The patient was tested on another glucose meter obtaining a blood glucose reading of "84 mg/dl." The patient administered self-treatment by eating food and/or drinking beverage. It would have been helpful to obtain the following information: frequency of testing, medication regimen, time and date of symptoms, blood glucose readings for that day, date and time of 181 mg/dl and 84 mg/dl blood glucose reading, food intake, medication regimen changes, and current testing frequency. This medical affairs specialist was unable to contact the patient to obtain this information. During the troubleshooting session, the patient verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, the punctured area was cleaned appropriately, and the meter's memory confirmed the reported reading. This complaint is being reported because the patient took insulin based on an alleged elevated inaccurate blood glucose reading, passed out, and was treated with food/beverage. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.